Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medical specialist reported via phone call that the customer experienced hyperglycemia. The customer performed a bolus prior to training her blood glucose was 350 mg/dl then increased to 450 mg/dl they performed a manual injection at the clinic they performed a self-test which completed successfully but they would like to ensure the insulin pump was still in working order. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that drive support cap was normal. Customer stated they did performed high pressure test and test was passed. The insulin pump will not be returned for analysis.